Manufacturer narrative:
(B)(4). Date sent: 12/15/2021; d4: batch # 169a52. H6: component code =g04. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with no apparent damage and with an ecr45w reload loaded on the device. The reload was received 1/3 fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with the returned reload and achieved its complete firing sequence without any difficulties. The cut line was complete and there were two missing staples along the staple line, these staples do not create a fluid path. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No conclusion could be reached as to what caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The condition of articulation is related to improper use of the device. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during splenectomy surgery, when severing splenic pedicle tissue, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.